Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 18-20 mg/dl. Bg cause was not known. Customer declined to provide further information or troubleshoot for this event.